Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe cutter did not function and would not cut vitreous during a vitrectomy procedure. The aspiration functionality is unknown. The procedure was performed and completed after replacing the pak with another one. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
One probe was returned for the cutter not functioning. Visual inspection and functional testing was deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There is slight wear at the cutter bend area. The extension is pulled out of the coupling. While the initial visual inspection and functional testing was deemed conforming, further investigation indicates the probe did have a quality issue. The root cause for the cutter not functioning was due to the extension becoming detached from the coupling from an adhesive bond failure. An action has been opened for manufacturing to determine a root cause, and implement appropriate corrective action for complaints of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in g.6. This file has been sent to correct the previously missed follow-up 2 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information in d.10., h.3., h.6. And h.10. Correction information in d.4. One probe was returned for the cutter not functioning. Visual inspection and functional testing was deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There is slight wear at the cutter bend area. The extension is pulled out of the coupling. While the initial visual inspection and functional testing was deemed conforming, further investigation indicates the probe did have a quality issue. The root cause for the cutter not functioning was due to the extension becoming detached from the coupling from an adhesive bond failure. An action has been opened for manufacturing to determine a root cause, and implement appropriate corrective action for complaints of a similar nature. The manufacturer internal reference number is: (B)(4).